Event description:
Information was later received that this lead was explanted due to noise, loss of capture and dislodgement. No adverse patient effects were reported as a result of the procedure.

Event description:
Boston scientific received information that this left ventricular lead exhibited loss of capture. An x-ray confirmed that the lead had dislodged. As a result, a revision procedure was scheduled. No adverse patient effects were noted.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The complete lead was returned with a single outer coil wire fracture found at 500 mm from the terminal pin. The outer insulation was kinked at this point. Both the proximal and distal sides of the fractured wire showed evidence of fatigue with much of each fracture surface obscured by mechanical damage and contamination.